Event description:
It was reported blood leaked from the hub of the introducer. Another device from the same reorder number was used to complete the procedure. There were no consequences to the pt. While the nurse was cleaning the introducer for return, the hub detached.

Manufacturer narrative:
One 8f fast-cath braided swartz introducer was received in two pieces which had separated in the hemostasis body. Corrective action has been initiated to investigate the root cause of the hemostasis body separation with the braided swartz introducers.